Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8015 sn: (B)(4) customer was getting error code 100.6130 and he wanted to know how to clear it. I explain to the customer that he needed to place the unit back into factory default. The customer stated that as soon as he turns on the unit it goes to that error code. I also explain to the customer that he could flash the unit to see if it resets itself. The customer said ok and we tried that however it didn't fix the problem I also explain to the customer that if this doesn't fix the problem then you would need to replace your logic board. Once the flashing process was done, the problem was still there. That's when I informed the customer that he needed to replace the logic board in order to correct this problem. The customer said ok, I give the customer the part number for the logic board and the customer said thank you and ended the call. Failure device type: failure problem type: failure mode: case resolution: I explained to the customer that he needs to replace logic board in order to correct this error code. The customer said ok and I give the customer the part number for the logic board and the call was ended. Ref: (B)(4).